Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and this is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified circumflex artery. A 2.50 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the calcified lesion and it was noted that the stent was deformed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified circumflex artery. A 2.50 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the calcified lesion and it was noted that the stent was deformed. The procedure was completed with a different device. No patient complications were reported.